Event description:
The customer reported the generation of erroneously low ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as hardware. The fse replaced the k cable, na cable, reference cable, cl cable, solenoid valve, valves, and ise data board which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter internal identifier is (B)(4).